Event description:
It was reported that the nurse had to milk the tubing in order for the reservoir on the device to completely drain the collected blood into the blood bag. This transfer took 45 minutes to drain the blood. The pt was able to receive their own blood by reinfusion and did not require pre-donated or bagged blood.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.